Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report ad averse event, concerns a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin)(humalog) unknown formulation, 10 units in the afternoon and insulin lispro protamine suspension 75% / insulin lispro 25% (rdna origin)(humalog mix 25)unknown formulation, 30 units in the morning and 20 units at nights, both via reusable pen humapen luxura, subcutaneously, for the treatment of diabetes mellitus beginning around 2008. On an unspecified date, the screw rod of the device was locked ((B)(4); lot number 0808b01). Approximately, on (B)(6) 2016, his blood glucose levels reached 600mg/dl (event considered serious for medical significance), therefore, he had to go to the hospital (not admitted to the hospital) to get his glucose levels regulated. In addition around the same date, he had a hernia and prostate surgery (details were not provided). By (B)(6) 2016, his last tests showed blood glucose levels of 90, 120 and 200 mg/dl. Information regarding additional corrective treatment and the outcome of hernia was unknown. Treatment with insulin lispro and insulin lispro protamine suspension 75% / insulin lispro 25% was continued. The operator of the device and training status was unknown. The model device duration of use and the suspect device duration of use were not reported but started around 2008. If device was returned, evaluation would be performed. The reporting consumer did not provide opinion of relatedness between the events and insulin lispro and insulin lispro protamine suspension 75% / insulin lispro 25% therapies. Update 10jun2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 10jun2016: upon review, this case was opened to update the manufacturer of the device to eli lilly and company to allow for report scheduling.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 27jun2016. Evaluation summary a male patient reported that the injection screw and dose button on his humapen luxura device were jammed. The patient experienced increased blood glucose levels. The investigation of the returned device (batch 0808b01, manufactured august 2008) found the device met dose accuracy specifications, but did not meet glide (injection) force specifications. Malfunction confirmed. Examination of the device found an oily foreign material on multiple internal parts of the device and glass particles inside the front housing. The foreign material observed caused mechanical difficulties with the device, inhibiting proper movement of the injection screw when dosing. There are several inspection points throughout the manufacturing process which would have rejected the components if observed to have been contaminated by the foreign material. Therefore, the observed foreign material was introduced while in the field and not during the manufacturing of the device. The user manual states, "do not use alcohol, hydrogen peroxide, bleach, cover in liquid or apply lubrication such as oil, as this could damage the pen." The patient reuses needles and does not prime the device. The instructions for use instruct the user to use a new needle and to prime before each injection. In addition, the patient used the device for eight years. The user manual states the humapen luxura device has been designed to be used for up to 6 years after first use. There is evidence of improper use. The device was contaminated with foreign material while in the field (not related to the manufacturing process). This may be relevant to the complaint and the event of increased blood glucose. The patient reused needles and did not prime the device, which may be relevant to the event of increased blood glucose levels. The patient used the device beyond its approved use life. This may not be relevant to the increased blood glucose levels since the device met dose accuracy specifications.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event, concerns a (B)(6) mexican male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin)(humalog) unknown formulation, 10 units in the afternoon and insulin lispro protamine suspension 75% / insulin lispro 25% (rdna origin)(humalog mix 25)unknown formulation, 30 units in the morning and 20 units at nights, both via reusable pen humapen luxura, subcutaneously, for the treatment of diabetes mellitus beginning around 2008. On an unspecified date, the screw rod of the device was locked ((B)(4); lot number 0808b01). Approximately, on (B)(6) 2016, his blood glucose levels reached 600mg/dl (event considered serious for medical significance), therefore, he had to go to the hospital (not admitted to the hospital) to get his glucose levels regulated. In addition around the same date, he had a hernia and prostate surgery (details were not provided). By (B)(6) 2016, his last tests showed blood glucose levels of 90, 120 and 200 mg/dl. Information regarding additional corrective treatment and the outcome of hernia was unknown. Treatment with insulin lispro and insulin lispro protamine suspension 75% / insulin lispro 25% was continued. The operator of the device and training status was unknown. The model device duration of use and the suspect device duration of use was 8 years. There was evidence of improper use; device was contaminated with foreign material in the field, the patient reused needles, did not prime, and the device was used beyond its approved shelf life. The reporting consumer did not provide opinion of relatedness between the events and insulin lispro and insulin lispro protamine suspension 75% / insulin lispro 25% therapies. Update 10jun2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 10jun2016: upon review, this case was opened to update the manufacturer of the device to eli lilly and company to allow for report scheduling. Update 27jun2016. Additional information received 24jun2016 from the product complaint safety database. To the device tab added manufacture date, approximate device age, return date, improper use to yes, malfunction to yes, type not cirm, added the device specific safety summary (dsss), updated the (B)(6) device information, updated the device medwatch information, and the narrative was updated accordingly.